Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue; cracked battery compartment. The battery cap has never been replaced on this pump. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the frequent lower battery warning was observed. The black box showed battery voltage immediately following a battery change is low. The pump electrical current draws were tested and were found to be within specification. The battery compartment was found to be cracked. The battery cap was stripped and a test cap was used for investigation. (B)(4).